Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that she had trouble inserting the sensor wire. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.